Manufacturer narrative:
Product complaint #:(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: as explained before, I¿ve decided to open the complaint in my name because the patient¿s mother does not want to provide any additional information. Date of incident event: when was the patient hospitalized? Not informed. City where the hospital is: são paulo. State where the hospital is: são paulo. Product code monocryl: lot: not informed. Responsible representative who sold the product: not informed. What is the current status of the patient? He is fine now. Is there a return product available for review? No. I do not have any other information about this case. The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that a patient underwent an unknown procedure in november 2017 and suture was used. The patient developed a rejection in the thread that created a local and internal inflammatory process. The patient developed infection, noted as skin bacterium of staphylococcus aureus, which extended the hospitalization for 2 months. On an unknown date the patient underwent a second procedure to remove and replace the suture with a different type. Then there was that there was healing at the surgical site. At the end of january the patient will undergo another orthopedic procedure using an absorbable suture. Patient condition is reported as fine currently. Additional information has been requested.